Event description:
Additional information: healthcare professional reported patient's "symptoms have not resolved. They relapsed after a first 14-day general corticosteroid treatment."

Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "indurated lesions", "granulomatous reaction", and "scar" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ with lidocaine and juvéderm® voluma¿ with lidocaine in mid and lower face. Patient received emla before injections. Seven months later patient developed indurated lesions under the oral commissures where juvéderm® volbella¿ with lidocaine was injected and near the internal left and right canthus where juvéderm® voluma¿ with lidocaine was injected. Additionally, symptoms were located at the internal left and right canthus and jaw line to chin on the right side. A lesion near the canthus was surgically removed. A sample was sent for analysis which revealed granulomatous reaction. General corticotherapy was then prescribed for the 2 other lesions. The event has caused a permanent damage as patient is left with a scar from the surgery. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00077 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine, also a device manufactured by allergan.